Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the patient¿s infection and sepsis could not be conclusively determined through this evaluation. Additionally, a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established. The patient remained ongoing on heartmate 3 lvas, serial number (B)(6), following this event. The heartmate 3 lvas IFU, and the heartmate 3 patient handbook, are currently available. The IFU lists bleeding, infection (local, driveline, and pump pock), sepsis, and respiratory failure as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. This document also lists infection as a potential late postimplant complication. The IFU provides information regarding the recommended anticoagulation regimen, including inr values, as well as suggested anticoagulation modifications in the event there is a risk of bleeding. Furthermore, several sections of the hm3 IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported the patient experienced massive bleeding (anemia tendency). Blood was transfused with packed red blood cells (less than 4 units). Anticoagulant treatment was performed at the time of event occurrence (warfarin). Laboratory test values showed: international normalized ratio (inr) was 2.0, activated partial thromboplastin time (aptt) was 27 seconds, platelet thrombocyte count (plt) was 244,000 /l. The cause was unknown. The relationship between anemia tendency and this product was also unknown.

Manufacturer narrative:
This event was originally reported under MFR#2916596-2022-01919 as part of a historical jmacs patient registry review in japan through mcs abbott japan affiliate. On (B)(6) 2022 the review of files of this event type was completed. Manufacturer's investigation conclusion: a direct relationship between the device and the reported bleeding could not be determined. The patient remains ongoing on vad support. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 instructions for use (japan) lists bleeding as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. The patient care and management section provides information regarding anticoagulation, including the recommended inr values. No further information was provided. The manufacturer is closing the file on this event.

Event description:
On (B)(6) 2019, the patient had respiratory failure. The intubation period was 53 days, and there was a tracheostomy. There was no association between respiratory failure and this product (due to restrictive lung disease, respiratory muscle fatigue). On (B)(6) 2020, the patient had a bacterial infection (urinary tract and sepsis). Drug therapy was performed. The cause of infection was depending on the patient's condition. There was no association between infection and this product (due to sepsis of stenotrophomonas maltophilia).

Manufacturer narrative:
This event was originally reported under MFR#2916596-2022-01919 as part of a historical jmacs patient registry review in japan through mcs abbott japan affiliate. On 19sep2022 the review of files of this event type was completed.